Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels rose to 454 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include dizziness, fatigue and nausea. Patient vomited three times and decided to go to the hospital where ketones were measured at 7.21 mmo/l. When the pod was removed from the infusion site (leg), the cannula was found bent. The patient was treated with intravenous fluids, glyco and insulin. Healthcare provider (hcp) reportedly used perfusor therapy for treatment. The patient was released on (B)(6) 2025.